Event description:
Changes of involved components: involved components: gd460r - spray nozzle for gd450r/gd455r/gd465 - lot unknown - deleted after investigation not longer part of complaint. Ga824 - elan 4 electro low speed motor intra - lot unknown - deleted after investigation not longer part of complaint. Ga806 - elan 4 electro motor cable f/foot ctrl. - lot unknown - deleted after investigation not longer part of complaint. Gd460r - spray nozzle for gd450r/gd455r/gd465 - lot unknown. Ga824 - elan 4 electro low speed motor intra - lot unknown. Ga806 - elan 4 electro motor cable f/foot ctrl. - lot unknown. Jf117r - 1/2 size perf basket lid 247x257mm - lot unknown - added as involved component jg113r - 1/2 basket w/o stack.feet 243x253x64mm - lot unknown - added as involved component. Jp121 - primeline pro 1/2 lid red - lot unknown - added as involved component. Jk340 - bottom for 1/2 container height:90mm - lot unknown - added as involved component.

Manufacturer narrative:
Investigation results: visual investigation: the investigation has been carried-out by the aesculap technical service (ats). Optically, the products are in a used but good condition. Gd450m: the handpiece has been checked according to the internal inspection plan. A visual and function check (e.g. Plug connection, current consumption, temperature, running noises) was performed. The tip is slightly bent and staining could be found inside the interior. However, no functional deviation, no increased heating. Ga824: the motor has been checked according to the internal inspection plan. A visual and function check (e.g. Plug connection, current consumption, temperature, running noises) was performed. No deviation regarding the general function, however, locking bar is damaged, as well as the pins and springs are bent. No increased heating. Ga806: the motor cable has been checked according to the internal inspection plan. A visual and function check (e.g. Plug connection, current consumption, temperature, running noises) was performed. No deviation could be detected. The product is according to the specification, valid at the time of production. Gd460r: the tube of the spray nozzle is strongly deformed and defect. The mentioned failure (heating) could not be confirmed on any of the provided devices. No failure detected which is related to the complaint failure pattern (heating of the handpiece). Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gd450m - micro-line straight hdpc 1:1 f/2.35x70mm. According to the complaint description, the patient has received a burn to the mouth/lip from a gd450m hand piece. Drill was used with round bur. Bur shank was not in contact with oral soft tissues at any point. Bowdler henry rake retractor used to retract tissues. Plastic cheek retractor (not routinely used in oral surgery) not used as would impede access to the necessary site. The handpiece overheated rapidly and the surgeon let go of the drill immediately. The scrub team were informed. It was not until a few minutes later that the surgeon noticed a partial thickness burn to the upper left lip involving the wet and dry lip mucosa. The area was immediately flooded with cold water and cool gauze placed. The area was cooled multiple times thereafter. Hydrocortisone 1% ointment was applied with injection of 0.5% marcaine with adrenaline. There was temporary impairment. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Involved components gd460r - spray nozzle for gd450r/gd455r/gd465 - lot unknown. Ga824 - elan 4 electro low speed motor intra - lot unknown. Ga806 - elan 4 electro motor cable f/foot ctrl. - lot unknown. Gd460r - spray nozzle for gd450r/gd455r/gd465 - lot unknown. Ga824 - elan 4 electro low speed motor intra - lot unknown. Ga806 - elan 4 electro motor cable f/foot ctrl. - lot unknown.